Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report an alarm with the insulin pump. The customer then stated she was hospitalized for low blood glucose and the reading was 38 mg/dl. Nothing further was reported.